Event description:
The customer contacted physio-control to report that during testing their device would prompt 'connect electrodes'. This may be indicative of the device not detecting its therapy cable or standard paddles, which may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio determined the inoperative therapy cable was the cause of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that during testing their device would prompt 'connect electrodes'. This may be indicative of the device not detecting its therapy cable or standard paddles, which may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.